Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy during an atrial arrhythmia. The physician decided to have the patient undergo ablation therapy in order to alleviate the high rate issues. The device is still in use. No further patient complications have been reported as a result of this event.